Event description:
It was reported that the devices were used during a laparoscopic roux-en-y bypass, the handles of the devices split apart and the locking button would no longer function. Case completed with another device of the same product code. No patient consequences.

Manufacturer narrative:
Add'l lot# v92z3h.